Event description:
Rptr indicated that a vns pt was found to be programmed to unintended settings at the first office visit post implant due to interrupted diagnostics. The pt was reprogrammed to intended settings.